Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench being illuminated and a backup battery fault message on the screen was confirmed by lab testing of the returned controller. The system controller was returned for analysis and a log file (cs-143176_9b051120.c3e) was downloaded for review. A review of the downloaded log file showed events spanning approximately 3 days ((B)(6) 2020, (B)(6) 2000, (B)(6) 2020 per time stamp). The driveline was not connected at any point throughout the log file. Events occurring on (B)(6) 2000 take place when the clock is not set, and the exact date and time of these events cannot be determined. Events occurring on (B)(6) 2020 appear to be consistent with manufacturing data. Throughout the log file, multiple instances of the ¿backup_battery_fault¿ alarm accompanied by an ebb_circuit_fault, occurred each time the controller was powered on. There were no other notable alarms active in the log file. The system controller underwent preliminary testing during which it passed self-test and supported pump function over an extended period. The reported fault condition with the yellow service wrench illuminated and ¿call hospital contact¿ and ¿backup battery fault¿ messages displayed on the screen did not affect pump operation. Further testing found that the fault was not battery related and did not reoccur when the backup battery ribbon cable was replaced. However, when the original ribbon cable was refitted it was no longer possible to recreate the fault condition. The root cause for the reported event was unable to be conclusively determined through this analysis; however, it appears to be related to a potential connection issue between the backup battery ribbon cable and the main printed circuit board. The heartmate iii instructions for use section 7 ¿alarms and troubleshooting¿ and the patient handbook section 5 ¿alarms and troubleshooting¿ address how to interpret and troubleshoot alarms, such as backup battery fault alarms. The heartmate iii patient handbook under section 10, entitled ¿safety checklists¿, provides the patient with the procedure for routine maintenance of the heartmate iii left ventricular assist device. The heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿equipment maintenance¿ address how to properly care for, maintain, and store the equipment for proper use. In the emergency contact list, the patient handbook notes to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment.¿ the device history records were reviewed and the system controller (serial #: (B)(4)) was found to pass all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller (out of box) alarmed with the yellow wrench on the controller and replace backup battery showed on the system monitor. 2 new batteries (not expired) were tested in the controller and the same alarm occurred. The batteries were tried in a different controller and there were no issues. A new system controller was sent to the customer.